Event description:
It was reported that the site's (B) (4) handheld computer had "caused some problems" when used with pts. Reporter stated that when she interrogates the pts, it gets stuck on the interrogation successful screen and won't progress to the parameters screen. It was also giving error messages sometimes. Troubleshooting was performed and the issue resolved. No further info is available at this time and product has not been returned to MFR.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.